Manufacturer narrative:
Concomitant medical products:: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 27-oct-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare provider (hcp) via company representative (rep) regarding a patient receiving morphine (20 mg/ml, 4.3 mg/day) via intrathecal infusion pump. It was reported that the consumer stated her pump had not been working right for the last couple of months. She stated that at her last refill they had pulled out almost 40 cc's of drug. She then was referred for replacement and during the replacement procedure, they withdrew almost40 cc's of drug even though the tablet had said there should have been a little over 3 cc's left. The hcp noted during pump replacement procedure, no flow was observed from the catheter. The hcp opened up the spinal side and pulled out much of the catheter and noticed breakage in the catheter. Once that section was removed good flow was observed from the remaining piece. It was noted a collette was used to connect the existing catheter with a new one and a new pump to complete her system. There were no environmental, external, or patient factors that may have led to or contributed to the issue. There were no diagnostic or troubleshooting performed. The issue is resolved at time of report. The patient's weight and medical history were asked, but would not be made available. The patient's status at time of report was alive no injury. No symptoms were reported.

Manufacturer narrative:
H3: analysis of the pump (s/n (B)(6) identified no anomalies. Analysis of the catheter (s/n (B)(6) identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.